Event description:
It was reported that the customer received a no delivery alarm on his insulin pump. The customer's blood glucose was 381 mg/dl, which was treated with manual injection. Troubleshooting was performed. Insulin did not exit during a fixed prime. During a manual prime, a no delivery alarm was received. It was explained that the no delivery alarm may have been caused by a set and/or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of multiple reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).